Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. Replaced locking castors, recalibrated filament and reloaded system. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that a high ma error code on a 9800 system occurred during a case. Customer was able to finish case by depressing push button. It was also mentioned that the castors were not locking. No patient injury reported.